Manufacturer narrative:
The qa lab received an empty disc, making it impossible to test.

Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 186 mg/dl. The normal control range was not provided, but should be around 95-126 mg/dl. The test strips were returned for evaluation. Replacement test strips were sent to the customer.